Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the conversion. There was no post-operative complication. The procedure was delayed for 15 minutes. The cannula mount was disposed and will not be returned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on-site and replaced the cannula mount to resolve the issue of the part being loose. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted total pancreatectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the patient side manipulator (psm) 2 cannula mount was loose. The surgeon stated that psm 2 was undocked once during the procedure. When psm 2 was re-docked, the cannula mount on psm 2 could no longer hold the port with an error message. The surgeon was not able to operate the instrument on psm 2 from the left hand due to the issue. The surgeon elected to convert the procedure to laparoscopic surgery. There was no reported injury.